Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a remote interrogation was performed after the patient received shocks. Upon interrogation it was found the patient received multiple shocks where therapy was exhausted due to an atrial driven rate with a ventricular rate that appeared to be irregular. The physician believed it was atrial fibrillation (af) with rapid ventricular response. No adverse patient effects were reported and the implantable cardioverter defibrillator (ICD) remains in service.